Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer's device was evaluated and the power pcba and eos were replaced to resolve the reported issue. Further investigation of the power pcba and eos found only the eos (ac power) to be non-functional. The test device could power on with dc/battery power. The cause of the reported issue could not be determined.